Manufacturer narrative:
Notes to form 3500a and justification for information not provided as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-10 below) as part of internal complaint handling activities. Patient date of birth and weight not reported. Catalog # and serial # not utilized by trilliant surgical. Expiration date not applicable (n/a) to non-sterile trilliant surgical products. Lot # and unique identifier (UDI) # could not be confirmed. All possibilities are listed below. Reprocessor name and address n/a to this report. Concomitant medical products and therapy dates not reported. Follow up n/a to this report. Per item 4 above, device manufacture date could not be confirmed. All possibilities are listed below. Correction/removal # n/a to this report. No files attached to this report. Investigation (including evaluation summary of device(s) returned to manufacturer) DHR review: while the specific lot number of the involved implant could not be identified, the following lot numbers were identified and reviewed as possibilities based on the applicable sales representative's current inventory: lot #75ab0512 [manufactured 01/09/2012, UDI (B)(4)] which had no associated nonconformance reports (ncrs), reworks (rwks), or deviations. Lot #tsl001941 [manufactured 01/09/2015, UDI (B)(4)] which had no associated ncrs, rwks, or deviations. Lot #tsl001960 [manufactured 02/12/2015, UDI (B)(4)] which had no associated ncrs, rwks, or deviations. Lot #tsl003287 [manufactured 06/09/2016, UDI (B)(4)] which had no associated ncrs, rwks, or deviations. Lot #75cd1008 [manufactured 05/06/2014, UDI (B)(4)] which had no associated ncrs, rwks, or deviations. Lot #tsl004702 [manufactured 03/21/2017, UDI (B)(4)] which had no associated ncrs, rwks, or deviations. Evaluation of similar complaints: the complaints log was reviewed for closed complaints that occurred between january 2019 - january 2020 that were pertaining to the following events: removal. Ccr (B)(4) involved a patient experiencing pain. No root cause was established. Summary / root cause analysis: the root cause of the removal is due to patient noncompliance. The patient started walking too soon and did not follow post-operative instructions given by doctor 1.

Event description:
On 01/17/2020, a trilliant surgical sales representative called in to report a 210-24-001 (2.0/2.4mm cannulated drill bit) broke during a bunionectomy correction ((B)(6) yo, female) on (B)(6) /2020 with doctor 1 and doctor 2. Doctor 1 originally implanted a 202-30-018 (3.0mm x 18mm tiger cannulated headless screw) on (B)(6) 2019 to correct a bunion. During a follow up appointment with the patient on (B)(6) 2020, doctor 1 learned the patient did not follow outlined post-operative instructions (early ambulation) and was not happy with the x-rayed outcome. The correction case was scheduled for (B)(6) 2020. During the correction procedure, doctor 2, with doctor 1 in the operating room, removed the 202-30-018 and corrected with (2) 200-24-036 (2.4mm x 36mm tiger cannulated screw) and (1) 202-30-018 (3.0mm x 18mm tiger cannulated headless screw). Doctor 2 successfully drove in the first 200-24-036 tiger screw, but while pre-drilling for the cross, doctor 2 hit the already implanted 200-24-036 thus breaking the tiger cannulated drill in use. Doctor 2 was able to clear the surgical site of any debris, verified via fluoro, and pre-drill with a new 210-24-001 drill to implant an additional 200-24-036 screw. The sales representative noted that, when going to implant a third tiger screw, doctor 2 commented on the engagement between the 200-24-036 tiger screws and 210-24-003 (2.0/2.4 tiger cannulated driver) being weak. The sales representative suggested doctor 2 utilize trilliant's tiger headless cannulated screw system, which he did, implanting a 202-30-018 (3.0mm x 18mm tiger cannulated headless screw) to complete the case. Both doctor 2 and doctor 1 were happy with the correction outcome.